Manufacturer narrative:
Pending engineering evaluation: concomitant device(s): 3 peg patella, 32mm (cn: 200-02-32; sn: (B)(4)). Optetrak logic ps femoral component, cemented, left, size 3 (cn: 02-010-01-0230; sn: (B)(4)). Optetrak logic ps modular tibial insert, size 3, 9mm (cn: 02-012-35-3009; sn:(B)(4)). Initial reporter's occupation: attorney.

Event description:
Index surgery: (B)(6) 2014. Pending revision of the left knee - reason not reported.

Manufacturer narrative:
The evaluation noted that the reason for the revision was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient related factors. (D11) concomitant device(s): 3 peg patella, 32mm (cn: (B)(4),sn: (B)(6). Optetrak logic ps femoral component, cemented, left, size 3 (cn: (B)(4),sn: (B)(6). Optetrak logic ps modular tibial insert, size 3, 9mm (cn: (B)(4),sn: (B)(6). (E3) initial reporter's occupation: attorney.